Event description:
Customer reported a popping or arcing sound and the system shut down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and high voltage tank. System operates as intended. This MDR is related to ge healthcare.